Event description:
The customer reported that their pump screen was dark and unresponsive, and despite several troubleshooting steps, the pump did not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and ensured the customer had backup therapy with multiple daily injections (mdi). A replacement pump with updated software was sent, and the customer was given instructions for putting the existing pump into storage mode and returning it to tandem.